Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that their device locked up following a defibrillation shock delivery attempt during a patient event. There was no additional event information provided to physio-control. There was also no report that the patient involved in the reported event suffered any adverse outcome.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and was unable to duplicate the reported lockup issue.  Through an evaluation of the electronic device records, it was observed that the device successfully completed the defibrillation charge on two occasions, but no defibrillation shock delivery was logged.  It was however observed that the device experienced an unexpected loss of power instead of delivering defibrillation energy.  As a result of this evaluation, the third party service agent replaced the system pcb assembly as a precaution and then observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device locked up following a defibrillation shock delivery attempt during a patient event.  There was no additional event information provided to physio-control.  There was also no report that the patient involved in the reported event suffered any adverse outcome.